Manufacturer narrative:
E1 - initial reporter phone. (B)(6). One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found damage to the downstream occlusion sensor (dso) seal. This indicated a reportable malfunction based on the damaged dso. The cause of the reported issue was a detached button sticker. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to an issue with the power button it's sticker had come off. During physical inspection, it was found that there was a damaged downstream occlusion (dso) seal. There was no patient involvement, and no patient harm/adverse event reported.